Event description:
It was reported that the balloon ruptured. A percutaneous coronary intervention as performed on a 90% stenosed, moderately tortuous and severely calcified lesion. A 15mm x 2.00mm wolverine coronary cutting balloon was advanced to dilate the lesion, but at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.